Event description:
The customer's family member called and said the suspect device was used to check their blood glucose and they obtained readings in the 300-400 mg/dl range. They said their family member dosed insulin based upon those readings and went into insulin shock and was hospitalized. They said when the device read in the 300-400 mg/dl range, their glucose at the doctor's office was 70 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.